Event description:
It was reported that the user experienced intermittent dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet bionic pancreas despite active readings in the dexcom app after temporarily disconnecting for a shower; the ilet resumed displaying glucose after confirmation of the g7 pairing code and before troubleshooting, consistent with transient cgm signal loss to the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no injury and no need for medical care. User support included user guidance and basic connectivity verification. Investigation of this case revealed a resolved communication interruption between the dexcom g7 and the ilet with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was temporary loss of cgm-to-ilet connectivity likely related to routine disconnection and environmental conditions.